Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils currently reside in my uterus') and lymphoma ('lymphoma/ masses around the coil') in a female patient who had essure inserted. Medical conditions: patient stated she never had health issues until she got essure implanted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have lymphoma (seriousness criterion hospitalization). The patient was treated with antineoplastic agents and surgery (essure removal scheduled and radiation, lymphoma removal scheduled). Essure treatment was not changed. At the time of the report, the device expulsion had not resolved and the lymphoma outcome was unknown. The reporter considered device expulsion and lymphoma to be related to essure. The reporter commented: (post in social media:) five day hospital stay each round, that is 98 hours of continuous chemotherapy each round. I was told my lymphoma was rare because of the masses were all around the coils that currently reside in my uterus. In six weeks I will be finishing with radiation and finally surgery to remove this ehell. Never had health issues until I got (essure) implanted quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils currently reside in my uterus') and lymphoma ('lymphoma/ masses around the coil') in a female patient who had essure inserted. Medical conditions: patient sated she never had health issues until she got essure implanted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have lymphoma (seriousness criterion hospitalization). The patient was treated with antineoplastic agents and surgery (essure removal scheduled and radiation, lymphoma removal scheduled). Essure treatment was not changed. At the time of the report, the device expulsion had not resolved and the lymphoma outcome was unknown. The reporter considered device expulsion and lymphoma to be related to essure. The reporter commented: (post in social media:) five day hospital stay each round, that is 98 hours of continuous chemotherapy each round. I was told my lymphoma was rare because of the masses were all around the coils that currently reside in my uterus. In six weeks I will be finishing with radiation and finally surgery to remove this ehell. Never had health issues until I got (essure) implanted quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) which will be deleted from bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: social media reporter added, surgery, radiation, chemotherapy added as treatment. Event "device expulsion" was added. Essure removal was scheduled. Patient posted she never had health issues until she got essure implanted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.